Event description:
The device was used during a laparoscopic hernioplastry procedure. Reportedly, the instrument did not fire. The surgeon applied another device without pt injury.

Manufacturer narrative:
8/21/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. Corrected MFR report # on page 1 of 2 (upper right hand corner). MFR report #1 on page 1 of 2 was incorrectly entered in the initial report submitted to the FDA on 6/10/97. However, the correct MFR report reference numbers were enter in the appropriate boxes of page 2 0f 2.